Event description:
Related to MFR report number: 2183959-2014-00275. Additional information received indicated that the patient had a stress urinary incontinence procedure and a sling was implanted. No additional patient complications have been received in relation to this event.

Event description:
Additional information received indicated that the patient's stress urinary incontinence was resolved on (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Event description:
It was reported that the patient presented with moderate "de novo stress urinary incontinence." It was reported that this event is continuing as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.